Event description:
Received information that the 840 ventilator was inoperable.. No patient involvement. Covidien customer support engineer (cse) inspected the device and replaced the breath delivery unit (bdu) pcb. The ventilator passed all testing.